Event description:
A customer reported that intermittent occlusion alarms occurred. The customer's blood glucose level was over 400 mg/dl. The customer reverted to an alternate method of insulin therapy.